Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. In turn, surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue. Reportedly, effective therapy was established post-op.